Event description:
New information received notes that patient initially presented to a follow-up in clinic with noise over-sensing. It was also clarified that patient had no symptoms and was stable after the procedure.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented over-sensing on their atrial lead. Lead was capped and replaced on (B)(6) 2020. No patient symptoms or patient condition after the procedure was reported.